Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and determined that there was a sample probe issue which caused errors in the mg signals and failed calibrations. The fse then replaced the sample probe, both reagent probes and the worn vacuum lines. He verified the analyzer's performance by hardware checks, calibration, qc, and precision testing with acceptable results. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 5 minutes at 4900 rpm. The investigation noted that the centrifugation speed may be faster than recommended and the centrifugation time may be shorter than recommended. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable mg magnesium results from seven patient samples tested on the cobas 6000 c501. The initial results were reported to the doctor. The reporter deemed the initial results unbelievable as all of the seven samples had the same result. The initial results of the seven patient samples were 4.8 mg/dl. The first repeat results of the seven patient samples were > 8.8 mg/dl with a data flag. The second repeat results of the seven patient samples on auto-dilution were 8.8 mg/dl. None of the results were deemed correct or believable.